Manufacturer narrative:
The abthera open abdomen negative pressure therapy (npt) system is indicated for temporary bridging of abdominal wall openings where primary closure is not possible and or repeat abdominal entries are necessary. The intended use of this system is for use in open abdominal wounds, with exposed viscera, including, but not limited to abdominal compartment syndrome.

Event description:
On (B)(6) 2010, the pt experienced blunt trauma requiring an emergency laparotomy for a massive hemoperitoneum and packing of a grade v liver laceration. Post operatively, the pt developed an abdominal compartment syndrome requiring surgical intervention. Prior to the pt being taken to the operating room (or), it was reported that the pt had an increased intra-abdominal pressure of 25mmhg. The pt required increased volume and vasopressor support. The pt's blood pressure and ventilatory status immediately improved following opening of the abdomen and removal of laparotomy pads left as packs in prior surgery. When the abdomen was opened and the packs were removed, it was reported the pt's intra-abdominal pressure was reduced to 16mmhg and the pt became more hemodynamically stable. At the end of surgery, an alternative temporary abdominal closure was placed.